Event description:
A report was received stating a ventilator experienced an inoperable graphical user interface (gui) display while ventilating a patient. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgrade the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.